Manufacturer narrative:
Save to disk clinica data review was determined to be not required as the connector/header complaint cannot be substantiated by a save to disk. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead had high unstable impedance and noise showing a lot of atrial tachycardia/atrial fibrillation false positive episodes. A procedure was done and the lead was tested with the analyzer with good stable impedance, good sensing and good threshold and no noise with manipulation. The lead was inspected and the physician concluded that it was not a lead problem. The lead was then reconnected to the device and there was no noise, good impedance and stable, good sensing and good threshold. The physician felt that the lead was not well connected to the device and not clear why this happened three years after the implant. The lead and device remain in use. No patient complications have been reported as a result of this event.